Manufacturer narrative:
Initial.

Event description:
It was reported that the patient began using the ilet and experienced persistent high glucose readings up to 348 mg/dl for several hours with intermittent elevations overnight, while also reporting sleep disruption and concern about perceived overnight drops; review of device and cgm information noted the first full day on therapy, inconsistent meal timing, and a missed dinner announcement, and no device component could be identified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.